Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted however, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was not provided. No further information reported.